Event description:
Per the clinic, the patient experienced skin overgrowth on the abutment. Subsequently, the patient underwent a procedure on (B)(6) 2014, to excise the excess skin. On (B)(6) 2015 the patient was prescribed oral antibiotics due to an infection as well as removal of the abutment. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.